Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the mql had been offline since (B)(6). A technical support specialist (tss) advised the customer to check the ethernet cable; however, the back panel was not accessible. The all in one (aio) was confirmed to be disconnected from the network, and the customer was advised to contact their it team. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer informed that they were unable to issue a medication that had already been approved by the pharmacy. Upon review, it was found that the mql was offline. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.